Event description:
Procedure type; fundoplication. According to the reporter: no critical error, however the end of the straight plastic part splits when pressure is put upon the roticulating/articulating tip of the instrument when extended. This happens every time this product is used.

Manufacturer narrative:
(B)(4).